Event description:
I have been having constant pain and inflammation in my right fallopian tube due to an essure device that I had implanted in 2016. I have had many problems with pain, issues with going to the bathroom, painful and abnormal menstrual cycles, weight gain, and pelvic pain.